Event description:
Healthcare professional reported "ruptures". This record is for the right side. Device was explanted and replaced and it will be returned.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split (ss) in patch area, it is out of specification per qa 199.04. The event of rupture was observed; therefore, the event is confirmed, however, workmanship has not relation to it. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth rev 3.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on january 16, 2026 with lot number 1711108. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. A workmanship was observed through visual inspection not related to the complaint for an observed split (ss) in patch area event. A further investigation is requested. None of the other observations performed during the device analysis creases, wear abrasion and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "ruptures". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptures". This record is for the right side. Device was explanted and replaced and it will be returned.